Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a polaris ultra ureteral stent was opened for use for a cystoscopy retrograde pyelogram procedure performed on (B)(6) 2019. According to the complainant, the stent broke as the package was opened. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.